Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The reported "battery inoperable" message was confirmed through review of the device logs. The evaluation could not reproduce the battery issue during in-house testing. The evaluation revealed a blower failure that was resolved by replacing the pneumatic block. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed a "battery inoperable" message. There was no patient injury reported as a result of this incident.